Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6), was returned to acist may 10, 2023. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The consumables used during the event were discarded by the user facility and the lot numbers are not known. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. The cine-angiograms taken during the event have been requested for evaluation, but have not been returned to acist. If the cine-angiograms are received, a clinical assessment by an acist medical advisory board member will be performed, and a follow-up report will be submitted to the FDA.

Event description:
During a coronary angiography on a 72-year-old male patient with pre-existing coronary heart disease, approximately 2 - 3ml of air was injected into patient's right coronary artery. The patient experienced chest pain, hypotension (50/30 mmhg systolic), bradycardia of a duration of approximately 10 minutes, cardiac biomarker elevation, and evidence of myocardial infarction. The patient recovered (B)(6) 2023.